Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains, gradually increasing in intensity/ pain") in a 26-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, follicular cyst of ovary, ovarian cyst, bleeding genital, endometriosis and vaginal bleeding. On (B)(4)2005, the patient had essure (ess205) inserted. On (B)(4)2005, 7 days after insertion of essure (ess205), the patient experienced abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced menorrhagia ("extreme bleeding during menstruation, gradually increasing in intensity/ abnormal bleeding ( menorrhagia") and pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and hormone level abnormal ("hormone changes"). The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy). Essure (ess205) was removed on (B)(4)2017. At the time of the report, the pelvic pain, menorrhagia, pain, vaginal haemorrhage, abdominal pain lower, female sexual dysfunction and hormone level abnormal was resolving. The reporter considered abdominal pain lower, female sexual dysfunction, hormone level abnormal, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient later underwent a surgical laparoscopy with right salpingo-oophorectomy as a definitive solution to the problems she had been experiencing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2006: she had essure confirmation test unspecified date after insertion, patient underwent a hysterosalpingogram (hsg) procedure quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4)2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Updated suspect drug inaction and lot number. On (B)(4)2005, she implanted essure (previously reported as oct-2005). Added events abnormal bleeding (vaginal), lower abdominal pain, apareunia (inability to have sexual intercourse), and hormone changes. On (B)(4)2017, she explanted essure. Updated event and outcome of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains, gradually increasing in intensity. The patient underwent a right salpingo-oophorectomy. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of surgical intervention for device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains, gradually increasing in intensity/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, follicular cyst of ovary, ovarian cyst, bleeding genital, endometriosis and vaginal bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain lower ("lower abdominal pain"), 7 days after insertion of essure (ess205). In 2014, the patient experienced menorrhagia ("extreme bleeding during menstruation, gradually increasing in intensity/ abnormal bleeding ( menorrhagia") and pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("moodiness.") And hot flush ("hot flashes"). The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, pain, vaginal haemorrhage, abdominal pain lower, female sexual dysfunction, mood altered and hot flush was resolving. The reporter considered abdominal pain lower, female sexual dysfunction, hot flush, menorrhagia, mood altered, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient later underwent a surgical laparoscopy with right salpingo-oophorectomy as a definitive solution to the problems she had been experiencing.date(s) of removal: (B)(6) 2015 (right tube and right ovary), hysterectomy with bilateral salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: she had essure confirmation test. Diagnostic results: unspecified date after insertion, patient underwent a hysterosalpingogram (hsg) procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Event:hormone changes were updated to moodiness. Event: hot flashes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains, gradually increasing in intensity/ pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, follicular cyst of ovary, ovarian cyst, bleeding genital, endometriosis and vaginal bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain lower ("lower abdominal pain"), 7 days after insertion of essure (ess205). In 2014, the patient experienced menorrhagia ("extreme bleeding during menstruation, gradually increasing in intensity/ abnormal bleeding ( menorrhagia") and pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("moodiness.") And hot flush ("hot flashes"). The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, pain, vaginal haemorrhage, abdominal pain lower, female sexual dysfunction, mood altered and hot flush was resolving. The reporter considered abdominal pain lower, female sexual dysfunction, hot flush, menorrhagia, mood altered, pain, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the patient later underwent a surgical laparoscopy with right salpingo-oophorectomy as a definitive solution to the problems she had been experiencing.date(s) of removal: (B)(6) 2015 (right tube and right ovary), hysterectomy with bilateral salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: she had essure confirmation test. Diagnostic results: unspecified date after insertion, patient underwent a hysterosalpingogram (hsg) procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains, gradually increasing in intensity") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient started essure (ess205). In 2014, the patient experienced menorrhagia ("extreme bleeding during menstruation, gradually increasing in intensity") and pain ("pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopy with right salpingo-oophorectomy). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, menorrhagia and pain outcome was unknown. The reporter considered pelvic pain, menorrhagia and pain to be related to essure (ess205). The reporter commented: the patient later underwent a surgical laparoscopy with right salpingo-oophorectomy as a definitive solution to the problems she had been experiencing. Diagnostic results: unspecified date after insertion, patient underwent a hysterosalpingogram (hsg) procedure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pains, gradually increasing in intensity. The patient underwent a right salpingo-oophorectomy. Pelvic pain, considered serious due to medical significance, is anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of surgical intervention for device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.